Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger power connector problem) has been confirmed. Upon evaluation, it was determined that the power unit connector would not power up the charger. The root cause for the faulty connection is likely due to the pins in the connector being recessed due to a combination of an assembly error and excessive force applied during mating. No adverse event resulted from the defective connector. The patient received a replacement charger.

Event description:
The nurse of a (B)(6) old female patient contacted zoll customer support to report that her battery charger power supply would not stay connected to the charger base and the charger was not charging the batteries. The patient was sent a replacement charger.